Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during drain 1. The baxter technical services representative (tsr) had the hp close all clamps and the transfer set, and then cycle the power to get a system error 2367. The hp then cycled the power again to clear the alarm. The patient was not connected at the time of the alarm. A dummy tummy was not being used. The patient line had not inadvertently separate from the transfer set. The patient had not pressed go to start therapy before connecting. The hp stated that she had disconnected prior to the alarm and reconnected. All bags were properly spiked and connected, there was no patient line extension in use, nor were there open clamps on unused lines. Proper procedures were reviewed with the hp. The tsr advised the hp to contact her nurse in the morning, and the hp would finish therapy with manual supplies. Baxter product surveillance spoke with the registered nurse on (B)(4) 2012. She stated that the patient had contacted her about this event and spoken with her about the user error. There were no adverse effects reported in relation to this event, and the patient was continuing therapy on the homechoice.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was user error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.